Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is per the report of "(B)(6) 2020." The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a follow-up report. On 17-jun-2021, additional treatment information was received and section b5 has been updated to reflect this new information. Section h6 - health effect clinical code has been updated per new information.

Event description:
A skin reaction was reported with the freestyle libre sensor. A healthcare professional reported on behalf of a customer who experienced infection-like symptoms resulting in diagnosis of cellulitis. The customer reportedly required treatment in the intensive care unit and no further information was provided. There was no report of death or permanent injury associated with this event. On (B)(6) 2021, the healthcare professional provided adc the following additional information regarding this event. A skin reaction was reported with the freestyle libre sensor. The customer had been experiencing pain in his shoulder with accompanying redness and infection-like symptoms. The customer was provided with unspecified antibiotics; however, his condition reportedly did not improve and he was taken to the hospital where his ph was found to be at 6.9, and he was diagnosed with cellulitis. The customer was hospitalized in the intensive care unit for 3 to 4 days and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is per the report of "october 2020." The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the freestyle libre sensor. A healthcare professional reported on behalf of a customer who experienced infection-like symptoms resulting in diagnosis of cellulitis. The customer reportedly required treatment in the intensive care unit and no further information was provided. There was no report of death or permanent injury associated with this event.